Event description:
It was reported that the anchor separated from the inserter, causing the eyelet to break. The anchor remained in the bone, but due to the broken eyelet it was not tied off with a suture. No additional implant was put on top of this anchor. Another hole was drilled and case was completed using an (B)(4). Bone preparation was done using the 2.4 drill bit which was drilled though the 2.4 mm drill guide. Procedure was a bankart repair. Patient information and bone quality is unknown.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned by facility.